Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion and crease fold. Cloudy in the gel observed after autoclave cycle. No observed rupture in the device. No observed bubbles in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process the event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional addiotnally reported "has a pinpoint ruptured however no leakage of silicone but did have air bubbles within the implant" and "start macrobid for recurrent uti¿s¿.